Event description:
A customer in (B)(6) notified biomérieux of a damaged bact/alert® fa plus bottle (reference 410851) that lead to a delay in patient treatment. The customer reported observing a deformation on the bottom of the bottle. This observation was made after the bottle was inoculated. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. However, the report to the physician was delayed by two (2) days because the customer incubated the bottle longer just in case. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the investigation examined the bact/alert® fa plus lot 3049485 bottle manufacturing directions, including the in process and final release inspections and all results were within acceptance criteria. Quality assurance subsequently released the lot for distribution to the field on 04nov2017. Review of manufacturing records and inspections indicates no systemic issues during production of bact/alert® fa plus lot 3049485. Retain samples from the lot were visually inspected for evidence of sensor or bottle anomalies. No bottle anomalies were identified during the review. The bact/alert® fa plus instructions for use (IFU) was reviewed and provides sufficient caution to the user that, prior to use; the bact/alert® fa plus culture bottles should be examined for evidence of damage or deterioration (discoloration). Bottles exhibiting evidence of damage, leakage, or deterioration should be discarded. The IFU should be closely adhered to in order to avoid inoculating bottles with sensor or bottle anomalies.